Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that his insulin pump that insulin is squirting out of the infusion set during the prime process. His blood glucose at the time of incident is unknown. Troubleshooting was initiated and the customer changed the infusion set and was able to successfully complete the tube priming. Customer was advised to call back if issues reoccur and to not throw away any product in case they need to be returned for analysis. No products were returned and a reservoir pack was shipped to the customer was a courtesy.